Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, remote transmission data indicated the lead dislodged. Follow up visit was performed and lead dislodge was indicated as probable. The atrial lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event.